Event description:
It was reported that the asymptomatic patient's right ventricular lead exhibited noise over-sensing resulting in high ventricular rate (hvr) episodes. No intervention was performed. The patient was stable.